Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently pump battery would rapidly deplete and battery insulin gauge fluctuated. Tandem technical support reviewed pump data and confirmed reported issues. Data review confirm battery was currently depleting normally based on use of the pump. There was no reported impact to customer's blood glucose. Customer acknowledged information and was satisfied.